Event description:
It was reported that a bad battery was placed in the contact of mailbox and it caught a piece of paper on fire. This event did not occur during a case. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was confirmed by the technician through visual inspection. The battery was damaged due to heat. It is possible the fuse did not prevent the device from overheating and damaging the components. The battery was placed in retention.